Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr reports patient a status post right da hip done on (B)(6) 2020 heard a popping noise and now has a periprosthetic fracture around the femoral component. Dr requested to revise the stem to a restoration modular hip replacement. The procedure was performed per surgical protocol and without incident. 3 cables were also applied for support. No further information is available due to emr password secured.